Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a motor vehicle accident on (B)(6) 2015. It was noted that the accident resulted in six broken ribs that were broken in 18 different places, and the patient had hit the back of her head, which was affecting her memory. When the patient got to the hospital after the wreck, they shut off the implantable neurostimulator (ins), and the ins was off for over a month. The healthcare professional had reprogrammed the ins. It was noted that the patient knew she could turn the ins on and off with the implantable neurostimulator recharger (insr). The patient could see that stimulation was on, but stimulation must have been set really low because the patient could not feel it. The patient wanted to turn up stimulation. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.